Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display screen was scratched and was not able to be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/18/2015 with the following findings: the lens film was observed to be scratched, which is cosmetic and has no effect on insulin delivery function. Unrelated to the complaint, investigation revealed that when the pump was powered on, the display was found to be dim, faded and discolored. Also unrelated to the complaint, the top of the battery cap was worn. The battery cap was able to tighten securely to the pump.